Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04479 and # 3005099803-2010-04480. It was reported to boston scientific corporation that two jagtome rx sphincterotomes were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after introducing each jagtome through the scope, the physician noticed that the catheter tip was broken and the wire tip (cutting wire) was split / broken. No wire fell into the patient. The procedure was completed with another jagtome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the wide blue paint band at the distal tip was chipped/peeled. The working length, exposed cut wire and tip of the jagtome were found to be intact. The exposed cut wire was measured and met the manufacturing specification. Functionally, the tome was able to bow past the minimum bowing specification. The condition of the returned unit was not consistent with the customer complaint that the catheter tip was broken and the wire tip (cutting wire) was split/broken. Based on the evaluation, the wide blue paint band at the distal tip was chipped/peeled. During manufacturing, tome devices are 100% inspected for paint integrity so the peeling likely occurred due to contact with the endoscope. A review of the device history record confirms that the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04479 and # 3005099803-2010-04480. It was reported to boston scientific corporation that two jagtome rx sphincterotomes were used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, after introducing each jagtome through the scope, the physician noticed that the catheter tip was broken and the wire tip (cutting wire) was split / broken. No wire fell into the patient. The procedure was completed with another jagtome rx sphincterotome there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.